Event description:
End user's mother reported that the wheel bearings for the right wheel on a 9xt wheelchair have come out because the ring covering it came off. The wheel was rubbing but it is now wobbling.